Event description:
It was reported that pump started, charged, and was recognized by computer, but screen remained black and unreadable and touch function did not work. There was no reported impact to the customer¿s blood glucose level. Customer was provided replacement pump, and original device was planned for return for further evaluation, with no additional information received regarding the final outcome of event.